Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed several increases in power consumption and estimated flows beginning on (B)(6) 2025, leading to parameters above normal operating range. Of note, the alarm log file associated with (B)(6) was not available for analysis. However, review of the data log file associated with (B)(6) revealed several data points which logged a high watt alarm. As a result, the reported high watt alarms and high-power event were confirmed. The reported thrombus event could not be confirmed due to insufficient evidence. Of note, information provided by the site indicated that the patient received anticoagulant infusion and thrombolytic treatment and the device was explanted. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information and historical review of similar events, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a ventricular assist device (vad) exhibited thrombosis. The patient presented with high watt alarms and elevated lactate dehydrogenase levels, measuring 971 u/l on (B)(6) 2025, and 1850 u/l on (B)(6) 2025. The patient was non-compliant with anticoagulation therapy, and the anticoagulant therapy administered was ineffective in resolving the vad thrombosis. The patient received anticoagulant infusion and thrombolytic treatment. An echocardiogram and 2d echocardiogram were conducted, along with a log file review, prothrombin time, and international normalized ratio tests. The thrombus was located inside the vad. The device was explanted and replaced with a competitor device.